Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2015 with the following findings: multiple call service alarms were observed in the black box. A call service alarm associated with a language file corruption was reproduced at power up and from which the pump was unable to recover after a reboot thus prohibiting complete investigation. The related call service alarm failure was seen in the black box. The returned battery cap was used for the investigation.